Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-05573. It was reported the pt was experiencing drainage at the ipg and lead site as well as a low-grade fever. The pt was diagnosed with a superficial infection and was given antibiotics. The antibiotics the pt was given initially were changed later by the doctor. As a result, the pt's infection is no longer present.

Manufacturer narrative:
Eval, method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.